Event description:
Reporter indicated a vns (B) (6) computer was freezing on the interrogation screen. Reseating the flashcard resolved the screen freezing. The computer and handheld were returned for analysis and the screen freezing event was confirmed.